Manufacturer narrative:
The sgpv00 has been implanted for approximately 2.3 years based upon implant date of (B)(6) 2017. Additional information was provided by the site. An echocardiogram performed on (B)(6) 2019 noted ¿mild to moderate tricuspid regurgitation with moderate pulmonary hypertension. Prosthetic pulmonic valve with moderate stenosis and mild regurgitation. When compared to prior study from (B)(6) 2018, no significant changes noted.¿ the patient had done well until presenting with increased shortness of breath with exertion. According to clinic notes from (B)(6) 2019, ¿<patient> notes he feels he is getting more dyspnea on exertion (doe) lately. He continues to work doing heavy physical labor much of the time. He feels he slowed down a bit with his ability to do that has a bit more fatigue. He also noticed increased dyspnea on exertion noted above. His most recent echocardiogram revealed some changes in his pulmonic valve and his concerned about these. He has not had any problems with orthopnea, resting dyspnea, or edema. Pertinent positives include dyspnea on exertion.¿ according to an exercise stress echocardiogram performed on 09/06/2019: ¿there is moderate valvular pulmonic stenosis. The maximum pressure gradient is 49 mmhg. The mean pressure gradient is 25 mmhg. Color doppler suggests a mild paravalvular leak from the prosthetic pulmonic valve and ¿the tricuspid valve regurgitation maximum pressure gradient increased to 82 mmhg with stress.¿ the patient has not scheduled or undergone reintervention, reoperation, or explant of the sgpv. Young and middle-aged adults requiring aortic valve replacement (avr) represent a challenging patient population. There is an increasing body of evidence that suggests the ross procedure is associated with better long-term outcomes compared with conventional aortic valve replacement in young and middle-aged adults due to superior hemodynamics, no need for anticoagulation, and improved quality of life (mazine 2018). In addition, the ross procedure is the only avr option that has been shown to restore normal life expectancy to that of the general population (mazine 2018). Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Incidence of stenosis for sgpvs used for pulmonary valve replacement in adult ross patients have been reported in the literature. Brown et al. Reported echocardiographic data for 162 sgpv patients undergoing the ross procedure at a mean follow-up of 3.9 years (brown 2010). Approximately 10% of sgpv ross patients demonstrated a peak pulmonary gradient of 30-49 mmhg and 10% =50 mmhg (brown 2010). The cryovalve® sg pulmonary human heart valve post-clearance study final report included outcomes regarding the use of sgpvs in the adult ross patient. Mean pulmonary gradients ranged from 0.1-21 mm hg at 2.7 years postoperative and peak pulmonary gradients ranged from 0.1-53 mmhg at 2.9 years postoperative. Actuarial freedom from svd for 38 prospective ross patients was 92% at 2 years and 88% at 5 years. Degeneration, valvular and conduit stenosis have been reported with the use of cardiac allografts and are included in the cryovalve sg instructions for use (cryovalve sg IFU). There is insufficient information available to determine a root cause for the reported event. Structural valve degeneration, valvular and conduit stenosis are known complications reported with the use of cardiac allografts and are included in the cryovalve sg instructions for use. Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. Reference 1063481-2019-00057 and 1063481-2019-00055 for related reported event. The report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a sgpv00 was implanted on (B)(6) 2017. Following a transthoracic exercise stress echocardiogram on (B)(6) 2019, the patient was referred back to the surgeon due to pulmonic stenosis consistent with severe stenosis. A reoperation is scheduled for the near future.